Event description:
The patient was taking an unspecified medication via a humapen ergo teal/opaque pen body (lot a1476) and a humapen ergo burgundy/clear pen body (a1510) for an unknown indication. It was unknown if the person operating the device was the patient or if the operator of the device was trained. The patient reported that both the cartridge holder attachments were defective on both sides. This humapen ergo complaint is associated with cid00295081. The device with lot# a1476 was returned to the company in jan' 2005. The second device (lot a1510) was returned four days later. An initial analysis by the affiliate quality control department found: two broken engagement tabs on both pens. The products are out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin.